Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the user goes down his ramp and when he lets go of the joystick the chair goes into circles, the brake is staying open on the right motor.

Manufacturer narrative:
(B)(4). Per return evaluation received (B)(4) 2015: brake will not electrically engage during bench test but no fault code on the joystick.

Event description:
Provider states that the user goes down his ramp and when he lets go of the joystick the chair goes into circles, the brake is staying open on the right motor.